Event description:
Related to MFR report # 2183959-2012-02843. Information received indicated that an elevate anterior mesh was implanted on (B)(6) 2011. It was reported that the mesh was explanted due to severe pain.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.